Manufacturer narrative:
The actual sample was returned and evaluated. Visual inspection confirmed that the urethane layer was fractured and not attached to the core wire which exposed the distal extremity. The fractured segment of urethane layer was magnified revealing that it was elongated and diminished toward the distal end. This indicated that the actual sample was subjected to a pulling force. Further inspection using electron microscopy revealed creases suggesting that the urethane layer had been pulled and then it shrunk back. The exposed core wire and coil were inspected using electron microscopy and was confirmed that they were cut and processed with a production tool. This confirmed that only the urethane layer had been fractured. The outside diameter of the guidewire was measured and was confirmed to meet product specifications and comparable to current product. Further tactile inspection was conducted on the lubricity of the wire's coating and no catch was felt. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Although the cause of the reported event cannot be definitively determined based upon the available information and the absence of the concomitant device for inspection, there is no evidence that this event was related to a device defect or malfunction. Device labeling does address the potential for such an event in the instructions-for-use by statements such as, "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion portion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the core wire of a visiglide 2 was exposed during an endoscopic retrograde cholangiopancreatography procedure (ercp). When the user facility attempted to insert the guidewire into an angiographic catheter tube, it would not advance. The guidewire was removed and found to be damaged. Reportedly, the procedure was completed successfully and there was no harm to the patient.